Event description:
Reference number (B)(4). Event occurred in slovenia it was reported that the patient faced tape not sticking event on (B)(6) 2026. The infusion set was in use for three days. The insertion site was abdomen. No further information available.